Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 10 years since the device was manufactured. Based on the results of the investigation, the event, ¿foreign material clogged in the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). It was confirmed that the section of the device with the foreign material residue had no deformation. There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the colonovideoscope, the unit experienced a water flow issue. The issue occurred during reprocessing. There were no reports of patient harm or delay associated with the reported event. During the device evaluation, the following reportable malfunction a clogged nozzle was observed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: he device had a cut on switch 1. Deep dents and scratches found on the plastic distal end cover, the objective lens had very tiny chips at the edge though not affecting the image, the light guide lens had a crack, the nozzle was clogged, the insertion tube, control body, light tube and scope connector had deep cuts and scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.